Event description:
It was reported that a stent could not cross the lesion. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 20 x 3.00 promus premier select drug-eluting stent was selected for procedure. The stent was advanced, but could not pass the lesion. The procedure was completed with another of same device. There were no patient complications and the patient was fine post procedure. However, returned device analysis revealed shaft polymer extrusion was detached. It was further clarified that the shaft polymer extrusion was detached when the device was taken out of the package. The device has not been used on the patient.

Manufacturer narrative:
Device evaluated by manufacturer: a 20 x 3.00 mm promus premier select stent delivery system was returned for analysis. A visual and microscope examination of the crimped stent found that no damage. The crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. The shaft polymer extrusion visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break at the guidewire port exchange. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Device evaluated by manufacturer: a 20 x 3.00 mm promus premier select stent delivery system was returned for analysis. A visual and microscope examination of the crimped stent found that no damage. The crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. The shaft polymer extrusion visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break at the guidewire port exchange. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 12-may-2021. It was reported that a stent could not cross the lesion. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 20 x 3.00 promus premier select drug-eluting stent was selected for procedure. The stent was advanced, but could not pass the lesion. The procedure was completed with another of same device. There were no patient complications and the patient was fine post procedure. However, returned device analysis revealed shaft polymer extrusion was detached.